Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to loss of sensing/pacing with high impedance measurements of >2000 ohms. A clear fracture was observed under fluoroscopy. The patient came to emergency room (ER) with complaints of not feeling well. The patient symptoms are likely related to loss of atrioventricular (av) synchrony due to fractured lead. The lead was not returned due to damage during the explant process. The lead was out of service and was replaced with a new lead. The patient was hospitalized due to normal extraction/implant protocol and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.